Manufacturer narrative:
Infection/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in d6b (explant date). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old male patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was slight yellow drainage noted at the right axillary incision site. There was no sepsis, fever, chills or increased white blood cell (wbc) count reported. It was noted that there was a localized infection that wound care addressed. The post-procedure outcome is unknown. The impella functioned at p-6 at 2.9l/min as intended. Risk of infection often correlates with the patient's underlying critical clinical condition, duration of mechanical support, other potential sources including peripherally inserted catheter lines, multiple mechanical support devices, or the device itself.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.